Manufacturer narrative:
D4: UDI number not required for this product. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed no obvious anomalies. Saline solution was pushed through the actual device by gravity. Subsequent visual inspection found no clot formation visible with the unaided eye. The actual device was rinsed and dried. Subsequently, it was tested for the gas transfer performance by the circulation of bovine blood at the flow rate of 2l/min and 1l/min, fio2=100%, v/q=1. Both o2 transfer and co2 removal in volume were confirmed to meet manufacturing specifications. The perfusion record was reviewed. Pao2 at 14:32, twenty minutes after the initiation of the circulation, it was 392mmhg. At 16:01 it was noted to have dropped down to 295mmhg, then at 17:30 to 197mmhg. Pao2 at 14:51 was 371mmhg. At 14:55 it dropped down to 303mmhg and then rose up to 363mmhg at 15:33. After that, it started to drop down. Svo2 was also noted to have started to drop down around 15:30. A rise in the temperature was noted around 17:20. With the downward tendency in pao2 around 15:30, it is unlikely that rewarming affected svo2 and pao2 and caused them to decrease. The circulation conditions around 15:00 to 15:30 when there was an increase in pao2 was checked and found the gas flow rate had been increased temporarily. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The actual sample was confirmed to be the normal product with no anomalies in the gas transfer performance. While the exact cause of the reported event cannot be definitively determined based on the available information, the below factors may have occurred simultaneously causing the reported event. Lower v/q led the volume of o2 supply to be insufficient for the volume of the patient's o2 consumption. This caused a decrease in svo2 and then in pao2. The circulation flow rate was insufficient for the patient's body surface area. This caused a decrease in svo2 and then in pao2. The wet-lung phenomenon occurred, where water drops were accumulated in the fiber and this hampered blood from having sufficient contact with o2 gas and the gases from being transferred properly. Due to this, the volume of o2 supply became insufficient for the volume of the patient's o2 consumption, causing a decrease in svo2 and then in pao2. Clots started to form and hampered blood from having sufficient contact with o2 gas and the gases from being transferred properly. Due to this, the volume of o2 supply became insufficient for the volume of the patient's o2 consumption, causing a decrease in svo2 and then in pao2. The labeling does address the potential for such an event with the instruction-for-use (IFU) with statements such as the following: if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 5l/min for 10 seconds. Do not repeat this flushing, even if oxygenator performance is not improved. Measure blood gases and make necessary adjustments as follows: control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information; with no occurrence of a pressure rise, the values of po2 and svo2 came to be inadequate; the customer was able to complete the operation with the actual sample; the procedure was completed successfully without taking any additional counter actions; and (4) the patient was not harmed.